Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 125 ohms. The shock impedances had gradually risen over the prior two months, and it was noted this was indicative of a physiologic change with the patient. There were no stored episodes of noise. Technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.